Event description:
On (B)(6)2022, it was reported by a sales representative via email that an ar-8400cex excalibur broke while cleaning up the tibial stump. The excalibur broke while inside the sheath and all the broken fragments were accounted for. A new ar-8400cex excalibur was opened and case was completed without further issues. This was discovered during an aclr procedure on (B)(6)2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8400cex was received for evaluation. Visual inspection identified the flexible coil connecting the cutting tip to the inner shaft was twisted and broken. A fragment of hard bone was found stuck inside the device. Without additional information, the cause remains undetermined. A probable cause is attributed to the hard bone fragment becoming lodged in the rotating cutting tip, and the torque from the shaft causing the flexible coil to break, rendering the device inoperable.